Event description:
It was reported that the customer experienced high blood glucose levels (476 mg/dl). Pump passed delivery system check. Customer changed to a new vial of insulin to stabilized her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.